Event description:
It was reported that the customer experienced a low blood glucose (bg) ranging from 50-60 mg/dl; cause was unknown. Reportedly, the customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.